Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the site of the leak identified? If so, where? Neck. It was not identified relative to staple line. How was the leak diagnosed? Radiology via upper gi swallow. Was a leak test perform intra-operatively? No, it was not possible. What is the current patient status? Fine.

Manufacturer narrative:
(B)(4). Only year is known. It is assumed first day of the month (month, year) that the complaint was received. Additional information received: surgeon stated a concern about the fact that he has had an increase in leaks from esophagogastrostomies during the past year. He realized that three to four patients have experienced leaks in the past year. He averages about thirty egs per year. In comparison during the previous two hundred egs he has only had two patients who leaked. All things being equal, such as technique and sick patient population, he can't explain why the increase from one in one hundred to one in ten. So he is wondering and theorizing if it might have something to do with the change from ecr to gst. His theory/concern is that the gst bumps may be traumatic and tearing tissue...especially thin tissue. Following an esophagectomy procedure, the patient undergoes a contrast swallow prior to being discharged from the hospital. In three patients in the past year, the patients have experienced post-operative leaks at the esophagogastrostomy site; post-op day number unknown and exact procedure dates unknown. The surgeon could not confirm if the leak was from the staple line or suture line as the side-to-side anastomosis was created using a gst60b and the common opening was closed with suture. In all three instances, the leak was treated by placing a drain and the hospital stay was extended for an unknown amount of time until the leak resolved; no surgical intervention was required. The stapler used in each case was a pce60a with no buttressing material and the surgeon does not typically place a post-operative drain; there were no reported issues with the gastric conduit staple line and no issues reported intra-operatively. The surgeon did mention that one of the patients was in really bad condition and attributed the post-op leak to patient factors.

Event description:
It was reported that following an open esophagectomy with esophagogastrostomy procedure, the patient experienced a leak. The surgeon is concerned that the gst bumps may be traumatic and tearing tissue, especially thin tissue. The case was completed at the time without incident, but it is unknown how the leak was addressed.